Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: the device was received for analysis. Visually, the inner assembly distal tip was broken off which would have resulted in the reported event. The break point was at the first proximal valley and proceeded to the second proximal valley. The length of the portion that broke off (not returned) would have measured approximately 0.15¿. The mouth opening where the cutting action is performed showed impact marks on the outer and inner cutters consistent with the damage occurring while the blade was in forward motion. The labeled indication for this device is in oscillate mode / direction. When viewed under magnification, there was damage to the hubs that is consistent with improper loading: dimples on the front hub prior to the locking area caused by the handpiece locking mechanism; locking area damage caused by the back side of the front collet of the handpiece; and damage to the inner hub chevrons caused by the handpiece drive mechanism. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reports that during an ess, the inner tube of the blade was broken shortly after starting to use the device. It was confirmed that a piece did break off of the device and fell into the patient. The fragment was successfully retrieved by using tweezers and the endoscope. A backup was used to complete the procedure; there was no patient impact.